Event description:
Although the ave stent is not indicated for treatment of saphenous vein bypass graft lesions, the physician deployed a 4.0 mm diameter x 12 length ave micro stent ii at a lesion in a saphenous vein bypass graft to the circumflex coronary artery. Post deployment, the stent delivery system bypass graft to the circumflex coronary artery. Post deployment, the stent delivery system was inflated again, within the stent to 14 atmospheres of pressure. During the second inflation of the stent delivery system to 14 atmospheres, the balloon burst. This caused difficulty in removing the delivery balloon from the stent, however, after minimal manipulation by the physician, the balloon was removed without complication. No further treatment was performed and there was no add'l clinical sequelae reported relative to the event.

Manufacturer narrative:
The returned product was evaluated and revealed the following: the lot and catalog number on the device were verified. The stent delivery system and stent were returned separately. The stent was expanded and had evidence of human tissue attached to it. The stent delivery system balloon was free of leaks when both negative and positive pressure were applied to it. The balloon was inflated to 13 atmospheres, which is the pressure used by the dr during the procedure, and the proximal, middle and distal diameters were measured for symmetry. The inflated balloon was symmetrical at 13 atmospheres with no conformances noted.